Event description:
It was reported that this right atrial (ra) lead had noisy signals. The associated boston scientific device was reprogrammed to resolve the issue. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).